Event description:
Alleged deflation.

Event description:
Deflation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed inadequate bond of the posterior valve to the patch.